Event description:
An initial event notification was received by sequel med tech, llc on 22-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On 22-may-2026, the user reported receiving line blocked alarms that they were unable to resolve with their current twiist cassette. While attempting to troubleshoot, the user noted that their glucose elevated, with a reported value of 347 mg/dl. The user was advised to perform a full supply change (cleo 90 infusion set, infusion site, and twiist cassette) to resolve the alarms. Shortly after, the user reported that they received a pump error from their twiist system. The user did not have a backup form of therapy on hand and reported that their glucose had elevated further into the 400's mg/dl. The user was ultimately able to obtain backup therapy from their health care provider later that same day and denied requiring medical services. The user remains ongoing on their new twiist pump.

Manufacturer narrative:
Based on the information available for assessment, a specific cause for the line blocked alarms could not be determined. The line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.